Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle cup, no-hle 56 mm, a 40 mm metal liner, a summit sz 6, standard offset stem and a 40 mm metal liner, a summit sz 6, standard offset stem and a 40 mm +8.5 depuy asphere m-spec metal-metal femoral head. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: left femoral neck fracture.